Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive and that the pump unexpectedly shutdown. Additionally, it was reported that an unspecified alarm occurred. Reportedly, pump got wet from a wave splashing the customer. Customer's blood glucose was 303 mg/dl. Reportedly, customer reverted to manual injections.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (touchscreen) was verified. The alleged malfunctions (alarm/shutdown) could not be evaluated due to a different issue identified.